Event description:
It was reported that the bracket that holds the fowler drive screw in place is bent from the frame. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover. Investigation determined that the manual CPR release was not functional.